Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The product was replaced and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a pouch, for the report of could not cut during surgery. The returned sample was visually inspected and found to be non-conforming with white foreign material at the tip, in the port and on the needle and a hole in the center of the spin-closed cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouging was observed at the cutting edge of the inner cutter. Gouge marks and wear marks were observed at multiple locations along the inner cutter. Foreign material was observed on the cutter and at the tip of the cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The root cause for the cut non-conformance, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Unrelated to the reported event, a hole in the spin-closed cap was observed during the visual inspection performed. The root cause of the observed visual non-conformance is from the end of the needle not being fully closed by the spin closing process performed in manufacturing. No action has been taken in relation to the observed cut failure as it appears that the cut failure was due to excessive use of the probe by the user. Probes are 100% tested for actuation, aspiration, and cut during manufacturing. An investigation photo of the non-conforming spin-closed cap has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probe assemblies are 100% visually inspected by trained operators for this defect during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).